Event description:
On (B)(6) 2015, a 21 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted and replaced with a 19 mm regent mechanical heart valve due to a diseased valve and torn leaflet leading to aortic insufficiency. The patient was reported to be doing well and was discharged on (B)(6) 2018.

Manufacturer narrative:
An event of a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 21 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted and replaced with an unknown valve due to a torn leaflet leading to aortic insufficiency. The status of the patient is unknown. Additional information has been requested but has not been made available at this time.